Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (260 mg/dl). Reportedly, the customer is new to using the pump, and is working with their health care professional on adjusting the pump settings. Customer believes that carbohydrate ratio needs to be adjusted. Customer delivered a bolus to address elevated bg levels, and stated bg levels are lowering.